Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to rectocele and cystocele. It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring, pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. On (B)(6) 2011 the patient underwent a diagnostic laparoscopy excision of suburethral mesh, due to pelvic pain and dyspareunia. On (B)(6) 2005 the patient underwent sling revision/removal and urethropexy due to persistent sui after sling implant. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6)2005 and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion of her internal bodily tissue and other injuries. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.